Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had failed to be fixated to the myocardium due to unknown reason. The lead was not used, and a new lead was implanted. The patient stable throughout the procedure.